Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed unspecified reasons. A new artificial urinary sphincter 4.0 cm cuff component was implanted.